Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test and displacement accuracy test. Device received with scratched lcd window and case. Scratches do not impede visibility of screen. No keypad anomalies noted during testing. Keypad unresponsive or button error alarm not confirmed. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl. The customer was treated with bolus and injections. The customer declined troubleshoot for high blood glucose. Customer does not allege pump was under delivering. Customer also stated that the pump screen had scratches and it has difficult to seeing the display. Customer states that there was an alarm regarding timed out, and caller also states he has to press the button several times to get any response. Customer states that numbers are not ramping on their own. Customer states the scroll bar is not moving with no input. Customer states all buttons intermittently are unresponsive. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. The insulin pump will not be returned for analysis. The insulin pump will be returned for analysis.